Event description:
It was reported that approximately two months post-implant of a bifurcated device and infrarenal aortic extension, an endoleak was noted at the end of the procedure. The physician chose to leave it untreated and monitor. A follow up computed tomography revealed that the endoleak was not resolved. The patient was treated with a suprarenal aortic extension and a competitor balloon catheter, which successfully corrected the endoleak. Reportedly, the patient tolerated the procedure well.

Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. Based on available information, a cause cannot be determined for the type 1 endoleak however the patient's anatomy (calcification evident on baseline procedure planning sheet) and inadequate sealing of the proximal stent graft at the index procedure may have contributed to the event. There is no indication that the device may have caused or contributed to the event. However, endoleaks are a known risk of the procedure, as identified in the product labeling. No conclusions could be drawn.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.